Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert/notification settings issue occurred. The wearable was inserted into the skin. On (B)(6) 2026, it was reported that at around 2am, the patient woke up and was sweaty and dizzy. The patient noticed that her sensor had failed at some point while she was sleeping. She also noticed that the last known cgm value provided by her cgm device was 40 mg/dl around 1219 am. The patient reported that she never received an audio alert notifying her of her hypoglycemic state prior to the sensor failing. Therefore, the patient was also unaware that she was hypoglycemic prior to going to sleep. Upon waking, the patient tested her bg meter reading which was 34 mg/dl. The patient self-treated with a zegalogue (dasiglucagon) injection and then went to the emergency room (ER) for evaluation. At the ER, the patient was treated with IV sugar and IV insulin so that her bg level did not exceed 100 mg/dl. No specific bg meter readings from her ER visit could be recalled. The patient was discharged home after being in the ER for less than 24 hours. The patient was ¿fine¿ at the time of report. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an alert/notification settings issue occurred. The wearable was inserted into the skin. On (B)(6) 2026, it was reported that at around 2am, the patient woke up and was sweaty and dizzy. The patient noticed that her sensor had failed at some point while she was sleeping. She also noticed that the last known cgm value provided by her cgm device was 40 mg/dl around 1219 am. The patient reported that she never received an audio alert notifying her of her hypoglycemic state prior to the sensor failing. Therefore, the patient was also unaware that she was hypoglycemic prior to going to sleep. Upon waking, the patient tested her bg meter reading which was 34 mg/dl. The patient self-treated with a zegalogue (dasiglucagon) injection and then went to the emergency room (ER) for evaluation. At the ER, the patient was treated with IV sugar and IV insulin so that her bg level did not exceed 100 mg/dl. No specific bg meter readings from her ER visit could be recalled. The patient was discharged home after being in the ER for less than 24 hours. The patient was ¿fine¿ at the time of report. Data investigation confirmed an alert issue as no audio output. The probable cause was the quiet mode. It was found in connection with the reported allegation that on (B)(6) 2026, the day prior to the alleged incident date, the estimated glucose values were in range and dropped from 139 mg/dl to 74 mg/dl from 09:59 pm to 11:19 pm. At 11:24 pm and 11:29 pm, the app delivered urgent low soon alerts at 0% volume as the quiet mode - silence all was enabled for six hours, from 09:58 pm on (B)(6) 2026, to 03:58 am on (B)(6) 2026. At 11:34 pm, the egvs dropped to the low alert threshold (60 mg/dl), and the app continued delivering urgent low soon alerts at 0% volume until 11:39 pm. At 11:44 pm, the egvs dropped to the urgent low threshold (55 mg/dl), and the app delivered urgent low alerts at 0% volume until 12:19 am on (B)(6) 2026, with egvs dropping to low (less than 40 mg/dl). At 12:24 am, the device started experiencing temporary sensor error. After the user-set 1-hour delay, the app delivered brief sensor issue alerts at 0% volume from 01:24 am to 02:59 am. At 03:04 am, the app delivered a sensor failed alert at 0% volume. The probable cause was the quiet mode. No additional patient or event information is available.